Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for non-malignant pain. The patient reported that their controller screen displays a ¿settings not available¿ message. They stated that their controller wasn't working, but then clarified that it was showing ¿settings not available; cannot provide your desired intensity settings (59)¿ upon trying to increase stimulation. The patient noted that they tried increasing and decreasing their stimulation on group b, but the issue remained unresolved, as screen 59 appeared at 0.7mv. The patient then tried a different group, and also got screen 59 at 7.4mv. The patient mentioned that they weren't going to try group c because it worked for a couple of days as a high intensity group, but then they got no stimulation from it. The patient was re-directed to follow-up with their healthcare provider. Additional information was received from a healthcare provider (hcp). It was reported the patient was getting settings not available on the controller. The hcp said they were not getting oor on the tablet and they ran impedances and one value was red/do not use. The patient was programmed using group a p1 with settings: 11.1 ma down to 10.8 getting oor 9-, 9-, 10+, 100us, and 80 hz. It was confirmed the patient was able to use the controller to decrease intensity. The hcp ran impedances and with reference 8, the values were 9 ¿ 40,000 ohms, 10 ¿ 880 ohms, and 11 ¿ 880 ohms. It was reviewed that they should remove 9 from the programming on group a. The hcp removed 9 and changed the program to 8-, 10-, and 11+. The hcp was able to increase the intensity, but hey still were getting the oor before getting good stimulation. Pulse width was increased, and the patient was getting rib stimulation with higher pulse width, so they didn't want to increase that too much. After increasing to 120 us, the hcp stated that at 10.3 ma, the patient was getting paresthesia, and they were not in oor. Group b active electrodes were 5, 6, 7, 13, 14, and 15 and they were getting oor. The hcp adjusted the pulse width to 300 us and reduced the number of active electrodes to 4 and they were not getting oor. The hcp ended the session and confirmed they were able to increase and decrease the intensity using the patient controller. No further complications were reported.